Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was about to go to bed but he was going low so he checked his blood glucose level and he was at 123 mg/dl. Customer's sensor value was at 87. Customer stated that he calibrated and got a threshold suspend alarm. Customer did another finger stick and his blood glucose level was at 143 mg/dl and his sensor glucose value was about 40. Customer has been having issues since right after dinner. Customer's current blood glucose value is 125 mg/dl. Customer's current sensor glucose value is 40. Difference between readings is not within an acceptable range. Customer stated that the cannula was not completely straight but it was not kinked or horribly bent. Customer will be shipped a replacement sensor.